Event description:
It was reported the patient presented in clinic for follow-up. During interrogation, it was discovered the right ventricular lead exhibited high pacing impedance and was responsible for non-sustained right ventricular oversensing (nsrvo) alerts for intermittent loss of capture. An impending lead fracture was the suspected cause. The right ventricular lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.